Event description:
Reportable based on device analysis completed on 19sep2024. It was reported that the delivery shaft was kinked. The 96% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descening artery. A 10mm x 2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the delivery shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a hypotube break at 97.5 cm distal end of the strain relief.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination of the balloon identified no damages. A visual and tactile examination confirm that a break existed in the hypotube along with multiple kinks along both sections of the hypotube break. The break was located at 97.5cm distal to the distal end of the strain relief. No kinks or damages in the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. No other issues were identified during the product analysis.